Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event was found to be consistent with pre-analytical sample handling issues.

Manufacturer narrative:
The na, k, and cl electrode lot numbers and expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na, k, and cl results for 1 patient sample on a cobas 8000 cobas ise module. The initial na result was 161.6 mmol/l, the initial k result was 5.20 mmol/l, and the initial cl result was 119.2 mmol/l from line 1. The sample was repeated on the same line and the na result was 139.1 mmol/l, the k result was 4.48 mmol/l, and the cl result was 102.8 mmol/l. The sample was repeated on line 2 and the na result was 136.4 mmol/l, the k result was 4.38 mmol/l, and the cl result was 101.1 mmol/l. The results from line 2 were deemed correct. No questionable results were reported outside of the laboratory.